Manufacturer narrative:
This complaint was determined to be a duplicate to 2134265-2019-09056.

Event description:
It was reported via social media that a death occurred. The commenter on the social media post alleged that her husband died about two years ago from the watchman laa closure device. No other information is known at this time. It was further reported that a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device was deployed in the laa but made a downward turn as it deployed. Subsequent angiography demonstrated contrast in the pericardial space. A transesophageal echo (tee) did not show any significant effusion, although there was a drop in blood pressure. During subsequent observation, there was additional accumulation of fluid in the pericardial space so a pericardiocentesis was performed. Roughly 130ml of bloody effusion was drained. The device was released and the heparin was reversed after the effusion was noted. Occlusion of the laa appeared reasonable and the device was released. Once the effusion was drained, the patient stabilized and there was mild subsequent drainage into the vacuum container. The patient was transferred to the intensive care unit (ICU) with the pericardial catheter in place. The same day the patient was brought emergently to the operating room with the catheter still pulling blood out of the pericardium. The patient had a torn laa leading to cardiac tamponade, bleeding and hypotension. An emergency median sternotomy with repair and resection of the laa and removal of the device using cardiopulmonary bypass was performed. The patient returned to the ICU in stable condition and intubated. On (B)(6) 2019, the patient was transferred to another facility for physical therapy/occupational therapy. On (B)(6) 2019, the patient was discharged to an outside care facility. The patient was re-admitted through the emergency room on (B)(6) 2019 and sent to the ICU. The patient was transferred home under hospice on (B)(6) 2019 and died at home on (B)(6) 2019. The cause of death noted on the death certificate was congestive heart failure. Medwatch number mw508670. This complaint was determined to be a duplicate to 2134265-2019-09056.

Manufacturer narrative:
Date of event: estimated since it was reported it occurred almost two years ago.

Event description:
It was reported via social media that a death occurred. The commenter on the social media post alleged that her husband died about two years ago from the watchman laa closure device. No other information is known at this time.